Event description:
In 2005, the pt contacted lifescan alleging that their one touch ultra smart meter was reading inaccurately erratic. The medical affairs specialist (mas) spoke with the pt six days later to obtain and verify info. The pt said that they tested with the meter at 6:30 am ten days ago and obtained a result of 169 mg/dl. They took 5 units of humulin r insulin per their usual regimen; they treated each 15 mg/dl of elevated blood glucose with 1 unit of humulin r insulin. They said that they tested 1 hour later and obtained a result of low glucose (indicates a blood glucose level of <20 mg/dl) on the meter, while "feeling fine". They said they did not think that the low glucose result was correct. They retested with the meter and obtained a result of 119 mg/dl. They then took their usual dose of 30 units of humulin n insulin and went to the kitchen to eat breakfast. While in the kitchen, before finishing breakfast, they became disoriented fell and passed out. Relative called emergency medical technician. Emergency medical technician arrived about 10 minutes later, started an IV and gave the pt peanut butter and jelly on bread to eat. The pt and relative said that several minutes later, emergency medical technician's obtained a result of 40 mg/dl on their meter. The pt and relative did not recall if emergency medical technician had obtained a reading when they first arrived. The pt was not tested with the reported meter while symptomatic. Emergency medical technician treated the pt with d50 IV on the way to the hosp. The pt had a lab work, x-rays, and a CT scan at the hosp. The pt stated that x-rays indicated they had a dislocated ankle and broken tibia. They were admitted to the hosp and rec'd surgery on their leg at 11:30pm on the same day. Their family requested that they recive an endocrinology consult. The medication was changed to metformin, actos, liptor, humalog r insulin, and another medication, the name of which the pt did not recall. The pt was released from the hosp the two days later. The pt told the customer care representative (ccr) that they never performs control solution testing. The ccr was unable to walk the pt through a control solution test, as the pt did not have control solution. The pt told the mas that they would conduct a control solution test on the reported meter and enclose a note with the meter with the control soltuion test result. The meter, test strips, and control solution were replaced.